Event description:
It was reported when using the bd pyxis¿ medstation¿ es, smart remote manager for the station was not allowing recovery onsite. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed. A field service engineer (fse) replaced the latch and latch cable as it was worn out to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, smart remote manager for the station was not allowing recovery onsite. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.